Event description:
Unomedical reference number (B)(4). Event occurred in the united states. In the morning of (B)(6) 2019, as the patient woke up, she started throwing up and her blood glucose level raised to 600 mg/dl. Further, they removed this set which was inserted on a day prior and found the cannula was bent, so she inserted a new set and gave 7 units with pump, but still her blood glucose did not go down. Subsequently, in the afternoon of (B)(6) 2019, the patient's sister called the ambulance and the patient was admitted to the hospital. During hospitalization, her pump was taken off, set was removed, and bent cannula was noticed again as her blood glucose went to 580 mg/dl by that time and was treated with shots. The site location was her abdomen and the infusion was used for few hours. On (B)(6) 2019, the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.